Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that during the follow up visit it was observed that there was dehiscence of the lead incision site and the lead was exposed. The patient was taken into surgery and the lead was removed. Per the physicians assessment there was no sign of infection, suspicion of device malfunction, or concern that the event was device related, however the lead was kept by the facility for testing. The patient was reported as doing well.